Event description:
The customer initially reported that their device was displaying its charge-pak icon. After an evaluation of the device, it was observed that the internal hlc batteries could not retain a charge and the device would likely not have sufficient power available in order to provide effective defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that an internal hlc battery, designator bt1 was electrically damaged and depletes at a higher rate. Once the battery is depleted, it puts a higher load on the remaining two internal hlc batteries, which leads to a faster overall hlc depletion rate. The customer received a replacement device.